Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two endeavor sprint stents were implanted in the rca. Approximately 31 months post index procedure the patient suffered from cerebral infarction. This was treated with medication. The patient recovered. The investigator reported that the event is not related to the index device or anti platelet medication.